Event description:
On 12/20/96 a call was rec'd stating, after attachment of the skull clamp to the pt, prior to surgery, bleeding was noticed after turning the pt prone from supine. The pt was then turned back prone, clamp was removed, area shaved, a 2" x 1" right angle laceration was discovered. The area was stapled and zero form and antiseptic added to the area. The clamp was replaced and proceeded with the procedure without further incident. There were no post operative complications from the lacerations. The resident physician stated after the surgery, "I probably placed the skull clamp to high on the head."